Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head keeps falling off...metal pin - oral-b [device breakage] . Not clicking in correctly - oral-b [device connection issue]. Case narrative: 70-year-old male consumer via phone stated that the oral-b pro floss action toothbrush heads kept falling off of the oral-b toothbrush metal pin and were not clicking in correctly. No injury was reported.

Manufacturer narrative:
02-feb-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush head keeps falling off...metal pin - oral-b [device breakage] not clicking in correctly - oral-b [device connection issue]. Case narrative: 70-year-old male consumer via phone stated that the oral-b pro floss action toothbrush heads kept falling off of the oral-b toothbrush metal pin and were not clicking in correctly. No injury was reported. 09-jan-2024 case update from information initially received on 07-dec-2023: the suspect product lot was 3da12020926. No injury was reported.